Event description:
It was reported that the patient presented to the emergency department in atrial fibrillation along with an occurrence of a cerebrovascular accident. Monitor strips showed loss of capture on the right ventricular (rv) lead. When the patient was checked later, the lead was capturing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2009 (B)(6); 4592-45 implantable pacing lead 2002 (B)(6). (B)(4).